Event description:
Info received rom eye care professional (ecp). On 11/6/08 a pt's parent contacted vistakon on behalf of her 18 y/o who was away at school and he/she saw a school dr c/o pain and photophobia os. Parent stated the pt was diagnosed with a scratched cornea, referred to an ecp and instructed to d/c contact lens (cl) wear. The pt was wearing acuvue oasys when the event occurred. The parent initially contacted vistakon to inquire about a rebate deadline. On 3/4/09 vistakon received faxed clinical notes from the treating ecp. The pt presented in 2008 with os pain, light sensitivity, 2 large abrasions, 1 small abrasion and a small infiltrate. The pt was diagnosed with a corneal ulcer and abrasion os and treated with ofloxacin 1 drop q 30 x 48 hours, then q hour and prednisone forte qid beginning that sunday. The report stated "unable to assess" va. At about 3 days later, the pt's os was "a lot better, a little sensitive to light and only hurts when trying to focus"; va 20/40-1, same meds. The pt returned to the clinic at 7 days later, stating that the os was feeling better; no eye irritation or light sensitivity. Va 20/30-2 and infiltrates decreased. Pt instructed to continue meds qid and not wear contact lenses. During the follow-up visit at two weeks, the pt stated that he/she was feeling better, using drops until that weekend but "left them at school" and feeling a lot better. Physical exam revealed corneal scars. The pt was allowed to resume cl wear. No additional info is expected. Wear and replacement schedules when the injury occurred are unk. A lot number for the product in question was not available. The product in question was not available for eval. This event is being reported due to aggressive medication administration. MDR reportable events are reviewed in quarterly mgmt review meetings.